Event description:
The following description of the event was copied from a maude event report received by carefusion from the FDA on february 20, 2015. "Volun 29-sep-2014: alarm sounded, rt at bedside and noted vent not delivering set tidal volume consistently. No harm to pt. Other: 2012/2 years old."

Manufacturer narrative:
(B)(4). The carefusion field service rep evaluated the device and determined that the root cause of the reported volume issue was a physically broken retaining ring on the exhalation valve assembly. Unfortunately, the field service rep was not able to identify what caused the exhalation valve retaining ring to break. The carefusion field service rep replaced the exhalation valve prior to running device through a complete operational checkout per the service manual to ensure the device meets factory specs. Upon completion the device was released back to the customer ready to be placed back into service.